Event description:
See also MFR report # 2182207200802414. It was reported that a lead was protruding into the stomach of an enterra pt during an endoscopy procedure. It was confirmed that the lead was removed and replaced.

Manufacturer narrative:
.